Manufacturer narrative:
Omit : a1601 - device alarm system (1012), (B)(6)- alarm, audible, e2401 - insufficient information, f24 - insufficient information. Correction: describe event or problem, unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex e, f, a and g codes. Additional information: imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had a channel error. Later, the customer discovered that the issue was found to be faulty iui connectors. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had a channel error. There was no information on patient involvement.